Manufacturer narrative:
The pump was received with detached end cap, minor scratched display window, and cracked reservoir tube lip. The pump had no missing end cap sticker noted.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer's blood glucose level at the time was 96mg/dl. The customer states the pump fell and the bumper piece is missing and there are cracks causing an opening. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.